Manufacturer narrative:
The reported observation of end of life was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The artemis clinicians manual was used to calculate the device longevity by determining the average energy factor over the implant period of the 1 program. The overall longevity range using 4ma and 5ma showing the estimated range would be less than 2.1 years and 2.8 years, using the mentioned amplitude respectively, and assuming 1500-ohm program impedances. The impedance value was based on the default setting of 1200 ohms within the longevity estimate tool on the clinician programmer (cp) with 1500 ohms being the closest in the manual.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
Correction: h6: health effect - clinical code; added correct code.